Event description:
The device was being used to treat a pt. The device successfully delivered several defibrillation countershocks to the pt during the code. Reportedly, on the last defibrillation attempt, the device operator allegedly observed an electrical arc between the apex paddle and the "red" (ll) lead. The pt's info and outcome were not reported.